Event description:
A hospital in (B)(6) reported that an mr290 vented autofeed humidification chamber cracked after an hour of use on a 3100-b high frequency oscillating ventilator. The hospital reported that this was noticed when the customer felt hot steam "hitting his wrist" while in use with the ventilator was set at 32cm/h2o mean airway pressure. The hospital further reported that they do have an mr290 high frequency vented humidification chamber available for use at their facility. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint device is not expected to be returned to fisher & paykel healthcare for investigation. Our analysis is accordingly based on the description of events and our knowledge of the product. Conclusion: the mr290v chamber is likely to crack when it is used in conjunction with a high frequency oscillating ventilator. Typically this type of crack runs vertically from the cleft of the front baffle to the base of the dome and is caused by abnormal stress placed on the chamber dome, aggravated by use with a high frequency oscillatory ventilator. Fisher & paykel healthcare manufactures the mr290hfv chamber which is specifically designed for high frequency ventilator applications. Should the crack be significant enough to cause a drop in pressure, the ventilator should alarm, alerting the user to replace the chamber. The temperature of the humidified air in the chamber, measured by the chamber temperature probe, is approximately 37 degrees celsius. This temperature would not pose a risk of burn through a short exposure as reported. Fisher & paykel healthcare's user instructions that accompany the mr290 chamber alert the user to perform the following: ensure that the appropriate ventilator alarms are set. Perform a pressure and leak test on the breathing system before connecting. All mr290 chambers are pressure tested and visually inspected prior to distribution. These tests check for physical damage and leaks. Any chamber which fails the pressure testing or visual inspection is rejected.